Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation was received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She decided to take all necessary steps to have the essure inserts removed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information is available.

Manufacturer narrative:
On (B)(6) 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. The consumer was in good health before essure despite the at-risk pregnancies, because she is prone to high blood pressure. Previously administered products included intrauterine contraceptive with an associated reaction of menorrhagia and intrauterine contraceptive with an associated reaction of feeling abnormal. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), procedural pain ("the operation was already very painful"), fatigue ("a few months after essure insertion, she began to feel very tired"), nervousness ("nervous"), back pain ("intense back pain and lower back pain"), migraine ("migraine"), abdominal distension ("bloating"), dizziness ("dizzy spells"), menorrhagia ("haemorrhagic menstrual bleeding") and myalgia ("muscle pain"). The patient was treated with surgery (planned essure removal). At the time of the report, the pelvic pain, procedural pain, fatigue, nervousness, back pain, migraine, abdominal distension, dizziness, menorrhagia and myalgia outcome was unknown. The reporter considered pelvic pain, procedural pain, fatigue, nervousness, back pain, migraine, abdominal distension, dizziness, menorrhagia and myalgia to be related to essure. The reporter commented: she decided to take all necessary steps to have the essure inserts removed. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She decided to take all necessary steps to have the essure inserts removed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. The consumer was in good health before essure despite the at-risk pregnancies, because she is prone to high blood pressure. Previously administered products included intrauterine contraceptive with an associated reaction of menorrhagia and intrauterine contraceptive with an associated reaction of feeling abnormal. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), procedural pain ("the operation was already very painful"), fatigue ("a few months after essure insertion, she began to feel very tired"), nervousness ("nervous"), back pain ("intense back pain and lower back pain"), renal pain ("kidney pain"), migraine ("migraine"), abdominal distension ("bloating"), dizziness ("dizzy spells"), menorrhagia ("haemorrhagic menstrual bleeding/ bleeding"), myalgia ("non-gynaecological pain, muscle pain"), dyspepsia ("functional digestive signs"), haematoma ("haematoma"), ear disorder ("functional ent signs"), nasal disorder ("functional ent signs"), oropharyngeal discomfort ("functional ent signs"), abdominal pain ("abdominal pain") and neurological symptom ("functional neurological signs"). Essure removal was planned. She decided to take all steps to have essure removed. At the time of the report, the pelvic pain, procedural pain, fatigue, nervousness, back pain, renal pain, migraine, abdominal distension, dizziness, menorrhagia, myalgia, dyspepsia, haematoma, ear disorder, nasal disorder, oropharyngeal discomfort, abdominal pain and neurological symptom outcome was unknown. The reporter considered pelvic pain, procedural pain, fatigue, nervousness, back pain, renal pain, migraine, abdominal distension, dizziness, menorrhagia, myalgia, dyspepsia, haematoma, ear disorder, nasal disorder, oropharyngeal discomfort, abdominal pain and neurological symptom to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 2747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: consumer provided more events (kidney pain, haematoma, functional digestive, neurological and ent signs). Consumer decided to take all steps to have the essure inserts removed. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She decided to take all necessary steps to have the essure inserts removed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information is available.